Event description:
It was reported that the patient had an infection at the ipg site. Surgical intervention took place where the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.